Manufacturer narrative:
As reported, after an unspecified period of time when an trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient is still experiencing pain, discomfort and mental anguish. The patient is experiencing pain and discomfort from the ivc filter being fractured in her inferior vena cava. The filter cannot be removed due to it being fractured in the ivc. As a result the patient constantly worries about additional injuries from the ivc filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain experienced does not represent a malfunction of the device. Factors that may have influenced this event include patient, procedural, and pharmacological. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that this event was previously reported via manufacturing report number 9616099-2016-00303. However, additional reports cannot be submitted via the previous number as the complaint handling database is no longer available. Manufacturing telephone and fax numbers of cordis (B)(4) are respectively, (B)(4). Please note that device reported is an trapease vena cava filter. The manufacturing and expiration dates are not currently available and were estimated. As reported, at an unspecified time after a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient is still experiencing pain, discomfort and mental anguish. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a filter strut. Pain does not represent a device malfunction and was unable to be confirmed with the available information. Clinical factors, such as location of the filter over the spinal nerves, filter strut position may have contributed to the reported pain. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, after an unspecified period of time when an trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient is still experiencing pain, discomfort and mental anguish. The patient is experiencing pain and discomfort from the ivc filter being fractured in her inferior vena cava. The filter cannot be removed due to it being fractured in the ivc. As a result the patient constantly worries about additional injuries from the ivc filter.